Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of six needles and five partial sutures. The visual inspection of the opened samples noted six needles and five small pieces of sutures. One needle was received with the tip broken off and the tip was not received. Another needle was received with the tip bent. Upon microscopic inspection, instrument marks were observed near the break and bent site. Further microscopic inspection noted instrument marks on the tips of two undamaged needles. As no sealed samples were returned, a bend moment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. The needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end or the tip could cause bends or breaks, or damage the connection between the needle and suture. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cesarean section, at closure of the subcuticular layer of skin, the needle broke while the surgeon was suturing. An x-ray performed for the express purpose of locating the needle, or confirming that all pieces were located. A new package of suture was opened to complete the case.